Event description:
It was reported that when the patient had her implantable neurostimulator (ins) replaced, they gave her the same patient programmer (pp) but it still did not work. It was clarified that they could not program stimulation in the right location. The patient still felt stimulation under the breast and heart area from ¿day one.¿ 2 weeks after the surgery she went to the healthcare provider (hcp) to take the staples out. She did not remember the date but thought it was that day when a manufacturing representative (rep) tried to program her stimulation. At that hcp appointment the stimulation worked on her right side, from the top of her hip down to her knee. But her left side was never programmed. That day when she left the hcp office and was in the car on the way home, she started feeling sharp, grabbing pain under her right breast. The pain was so bad that she could not breathe. She shut the therapy off and it got better. Since then she tried the ¿monitor¿ several times, when she turned it on she felt stimulation under her breast. It did not work anywhere else. She thought her pp was defective. It was clarified that the problem was that she felt stimulation directly under her breast and heart area and they could not program her stimulation in the right location, so she thought it was because of the ¿defective monitor.¿ the patient was educated that it had nothing to do with the pp and the patient confirmed that the pp powered on and was connecting to the ins. The patient was advised to go back to the hcp to diagnose and check the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but were trying to work with their doctor or manufacturer's representative (rep). An appointment was scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen a week or two after replacement and they were reprogrammed. The patient had been getting rib tingling at that time. They were able to reprogram lower on the lead and only on one of the leads and turn down stimulation to gain coverage in the desired area and resolve the rib stimulation. As far as the manufacturer's representative (rep) knew this resolved the issue. It was noted, the patient had a bad case of scoliosis but the rep. Knew nothing of any lead migration or anything that would explain the cause of rib stimulation or indicate whether this was the cause or same issue with their previous system.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns with the device or therapy but they were working with the physician or manufacturing representative. The patient noted that the device didn¿t work. The physician gave the patient steroid injections on (B)(6) 2015. It was very strong and it worked. The leads had not been checked. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).